Event description:
Customer reported that due to a battery issue with her freestyle flash meter, she was unable to test and experienced symptoms of vomiting, dizziness and sweating. She reported being seen at a local health care facility, diagnosed with hyperglycemia and was treated with IV insulin. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation, and a follow-up report will be submitted once results are available.